Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer. The fume reported by user facility personnel was an oil mist. The vacuum pump oil is non-toxic and not considered hazardous. The technician found that the umbrella valve within the base assembly for the oil filter had failed. The umbrella valve acts as a check valve to prevent oil from bypassing the filter. As the valve was not functioning properly, this allowed oil mist to emit from the sterilizer and subsequently causing the reported event to occur. The technician replaced the umbrella valve and filters, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their v-pro max sterilizer was emitting fumes which caused an employee to experience eye and throat irritation. No medical treatment was sought or administered.